Event description:
Framing coil followed by two filling coils placed without difficulty. The last coil was placed into the aneurysm without difficulty. When the physician attempted to reposition the coil by retracting the coil back into the microcatheter, the coil stretched and would not retract back into the catheter. The microcatheter was removed from the aneurysm; however, the coil continued to stretch. Attempt to remove the stretched coil with a snare was unsuccessful. A small piece of the last coil was left in the parent artery.